Event description:
It was reported that the screen overlay/plastic lens on the epg (external pulse generator) was cracked. The epg was returned for re pair, analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis confirmed the reported event, the display lens was broken. It was also noted that two side bail covers were broken/missing, one case screw was missing, one side bail was missing and the battery drawer was damaged. (B)(4).